Manufacturer narrative:
The customer was advised to authorize onsite service. Attempts were made to establish communication with contact person or case owner, but the information that the caller provided, such as e-mail address and phone number, are invalid. Unable to obtain information related to parts replaced, device functionality and disposition. Upon further investigation, it was reported that customer advised to close the case and the unit was removed from service. Therefore, the work order has been cancelled. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. 08mar2021.

Event description:
It was reported to philips that the device had a high internal oxygen alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.